Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage occlusion (laao) using a 14f amplatzer torqvue 45x45 delivery sheath. During procedure, the patient's activated clotting time (act) levels was >250s and one part of the heparin was administrated. After transseptal puncture, a pericardial effusion was noted and the second part of heparin was immediately administered. The physician mentioned the cause of pericardial effusion was transeptal puncture. Pericardial effusion lead to cardiac tamponade. A pericardiocentesis was performed. The patient was reported critical. On 21 may 2024, it was noted that the device returned to manufacturer, it was determined that the device was explanted on an unknown date. Subsequent to the previously filed report, additional information was received as the device was not explanted. As the device wasn't the cause of the pericardial effusion or cardiac tamponade, and wasn't explanted. This event shouldn't have been reported.

Manufacturer narrative:
An event of pericardial effusion due to transseptal puncture which led to cardiac tamponade was reported. Information from field indicated that a pericardiocentesis was performed. The device was explanted on an unknown date. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the exact cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 device code 2993 removed and added 3189. H6 health effect - impact code removed 4624 added 2199. H6 health effect - clinical code removed 4580 added 4582.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage occlusion (laao) using a 14f amplatzer torqvue 45x45 delivery sheath. During procedure, the patient's activated clotting time (act) levels was >250s and one part of the heparin was administrated. After transseptal puncture, a pericardial effusion was noted and the second part of heparin was immediately administered. The physician mentioned the cause of pericardial effusion was transeptal puncture. Pericardial effusion lead to cardiac tamponade. A pericardiocentesis was performed. The patient was reported critical. On 21 may 2024, it was noted that the device returned to manufacturer, it was determined that the device was explanted on an unknown date, with no additional information provided.